Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four inappropriate shocks due to electromagnetic interference (emi). The patient had a stroke on the date of the episodes. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four inappropriate shocks due to electromagnetic interference (emi). The patient had a stroke on the date of the episodes. This electrode remains in service. No additional adverse patient effects were reported.